Manufacturer narrative:
E1: (B)(6). Investigation results: media review: review of the media shows a part of the equipment that cannot confirmed the reported issue. Therefore, the media is inconclusive. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the event of display screen no display or display failure (console inaccurate display) was defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the conclusion code assigned to this investigation was cause not established. Although the media indicates that the assistance was provided remotely, there was insufficient information available to identify the root cause of the failure.

Event description:
It was reported that the speed could not be displayed. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal-middle segment of the anterior descending branch. A 1.50mm rotablator rotalink plus was selected for high-speed coronary rotational atherectomy. During procedure, the advancer became stuck, which made it impossible to perform the procedure. The speed was reduced abnormally. After stalling, it was tried again. Additionally, the target speed was 16,000 rpm, but the actual speed was around 13,000 rpm and then it disappeared. The speed could not be displayed. The devices were able to be withdrawn normally. The procedure was completed with another of the same device. No complications were reported and the patient was in good condition and was stable following the procedure.

Event description:
It was reported that the speed could not be displayed. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal-middle segment of the anterior descending branch. A 1.50mm rotablator rotalink plus was selected for high-speed coronary rotational atherectomy. During procedure, the advancer became stuck, which made it impossible to perform the procedure. The speed was reduced abnormally. After stalling, it was tried again. Additionally, the target speed was 16,000 rpm, but the actual speed was around 13,000 rpm and then it disappeared. The speed could not be displayed. The devices were able to be withdrawn normally. The procedure was completed with another of the same device. No complications were reported and the patient was in good condition and was stable following the procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that the speed could not be displayed. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal-middle segment of the anterior descending branch. A 1.50mm rotablator rotalink plus was selected for high-speed coronary rotational atherectomy. During procedure, the advancer became stuck, which made it impossible to perform the procedure. The speed was reduced abnormally. After stalling, it was tried again. Additionally, the target speed was 16,000 rpm, but the actual speed was around 13,000 rpm and then it disappeared. The speed could not be displayed. The devices were able to be withdrawn normally. The procedure was completed with another of the same device. No complications were reported and the patient was in good condition and was stable following the procedure.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the complete unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the speed could not be displayed. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal-middle segment of the anterior descending branch. A 1.50mm rotablator rotalink plus was selected for high-speed coronary rotational atherectomy. During procedure, the advancer became stuck, which made it impossible to perform the procedure. The speed was reduced abnormally. After stalling, it was tried again. Additionally, the target speed was 16,000 rpm, but the actual speed was around 13,000 rpm and then it disappeared. The speed could not be displayed. The devices were able to be withdrawn normally. The procedure was completed with another of the same device. No complications were reported and the patient was in good condition and was stable following the procedure.